Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would reboot/restart itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the clinician obtained another device to continue treating the patient. Please reference medwatch reports 1220908-2015-02633; 1220908-2015-02688; 1220908-2015-02687 for similar events reported from the same customer.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity logs provided evidence of the customer report. The device's multi-function cable connector and multi-function cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.